Event description:
It is reported patient diagnosed with herniated nucleus pulposus, osteophytes and loss of disc height c6-c7 on (B)(6) 2004. Patient was implanted with prodisc-c model l-5 on (B)(6) 2004. During the patient's 4th year follow up visit on an unknown date in 2008, it was noted that the patient's disc level was fused. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.